Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had error e238. The issue was found during setting up the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction was not reproduced at the device inspection by the repair department. The information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.